Event description:
Per the pt's father, while at the clinic it was discovered that the pt's internal magnet had migrated out of the magnet pocket. A revision surgery was done 2008, to re-insert the magnet back into the magnet pocket. There were no reported problems.

Manufacturer narrative:
This is a final report, filed on aug. 22, 2008.